Event description:
Provider alleges consumer alleges the chair continued to drive while going thru her front door after she released the joystick allegedly causing her to crash into the door frame.

Manufacturer narrative:
Returned parts functioned as intended.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer alleges the chair continued to drive while going thru her front door after she released the joystick allegedly causing her to crash into the door frame.